Event description:
It was reported that the multigen radiofrequency generator stopped working during a procedure resulting in the procedure being cancelled. The patient was not under anesthesia or in the room during this time. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.

Event description:
It ws reported that the multigen radiofrequency generator stopped working during a procedure resulting in the procedure being cancelled. The patient was not under anesthesia or in the room during this time. There were no patient or user injuries and no adverse consequences.

Manufacturer narrative:
The reported event could not be confirmed as the product was not returned for evaluation. Device not returned.